Event description:
The customer reported to baxter (B)(4) a 1000ml eva bag without transfer set in which the white cap was loose / separated. The condition was identified before patient use; therefore, there no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Photographs of the sample were received for evaluation. A visual examination of the photos revealed the white cap was loose in the pouch. The reported condition is confirmed. The root cause was attributed to human error in manufacturing - operator did not tighten the cap securely. A memo was issued to instruct operators to ensure that when the white cap is assembled, it is to be screwed in place until a click is felt indicating a full insertion. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.